Event description:
Pt was admitted with chest pain on 03/10/00. Pt underwent cardiac catheterization with percutaneous transluminal angioplasty, stenting of right coronary artery stenosis. The angio-seal device was deployed without reported difficulties. Post deployment the pt developed neurological changes and hypotension. A CT scan of the head and neurological consult was obtained. The blood count returned with a hemoglobin of 8. The CT scan of the abdomen was also performed revealing a large retroperitoneal hematoma of the right side. Upon physical examination, the pt's abdomen was tight, which appeared to be related to a large retroperitoneal mass such as a hematoma. There was no external bleeding. The pt was immediately taken to surgery for repair of the retroperitoneal hematoma and removal of the angio-seal device. It should be noted that review of the arteriogram revealed that a high posterior puncture was made during the angio-seal device deployment.